Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported postoperative inflammation ten days following an intraocular lens (iol) implant procedure. The patient was treated with medication and the symptoms improved. The surgeon does not wish to be contacted and that this is the only information he is willing to provide. He does not feel like the lens is the cause. The lens remains implanted.

Manufacturer narrative:
(B)(4).